Manufacturer narrative:
H10 - additional information g1 and d10 - device received by manufacturer on july 22, 2019. Received two new list # tego® connector; lot # 3795768. The reported d1000 tego samples were not returned for investigation. The two new d1000 tego connectors were vacuum and pressure leak tested. The two new d1000 tego met pressure and vacuum leak expectations outlined in the product performance specification. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint was unable to be confirmed.

Manufacturer narrative:
The customer indicated a sample is available for investigation. It is yet to be received.

Event description:
The event involved a customer report against the tego connector stating that during infusion, blood loss was noted from the connector located at the catheter. There was a blood stain on the containment pocket dressing of the catheter. There was blood loss reported, however, there was no serious injury and no medical intervention required.